Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a lead warning due to low impedances on the rv lead. It was noted that it could possibly be due to normal fluctuations. No changes have been made and the rv lead remains in use. No patient complications have been reported as a result of this event.